Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7071310. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 26248525. UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) incision site had opened and experienced discomfort. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted device components were not returned.